Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use, the subject device detaches from the scope. There were no reports of patient harm.

Event description:
It was reported that during preparation for use, the subject device detaches from the scope. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of "camera head detaches from the scope" was not confirmed. As a result, the investigation could not determine the probable root cause of the failure. Additionally, during the device evaluation, a small cut was found on the cable and the device failed leak test. Olympus will continue to monitor field performance for this device.